Event description:
It was reported that in 2006, suddenly there was no medication in their pump and the patient had to wait several days to get a new one. It was unknown what the pain pump was delivering. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8703, lot# j94142204, implanted: 1994 (B)(6); product type catheter. (B)(6).